Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Event site name: (B)(6).

Event description:
Customer reported that sensation plus 50cc balloon catheter had a resistance when trying to pass through introducer sheath. Customer upsized to a larger sheath and moved forward with the procedure. No patient harm or injury reported.